Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in. It was reported that the patient faced an adhesive event where 6 infusion sets fell off during use. The infusion set fell off after 1 day. No further information was available.